Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, severely calcified and 90% stenotic left circumflex artery to the left anterior descending artery. The physician first predilated the lesion with a 3.0x20mm maverick otw balloon and deployed a 3.5x20mm taxus stent. Then the physician advanced the 2.5x20mm maverick otw balloon to the stent and inflated the balloon on the first inflation to 10atms and to 12atms on the second inflation. Then the physician inflated the balloon a third time to 12-14atms for two to three seconds and it ruptured. There were no patient complications. The procedure was successfully completed with this balloon. Patient status is reported as "fine".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.